Manufacturer narrative:
Device was received and a balloon burst was confirmed. It was a longitudinal balloon burst. The production records were reviewed and no issues were noted. All devices distributed from this lot met all of the requirements for release. There have been no other complaints associated with this lot of devices. A review of the balloon tubing used to manufacture the balloons used on this lot of devices was performed. There are no other complaints associated with this balloon tubing lot number. A reject device from a different lot was pulled and tested for rated burst pressure. This reject device used the same balloon material lot number as the complaint device. A guidewire was inserted, and then the balloon was taken up to the labeled rated burst pressure of 4 atm, with room temperature water. The catheter had been rejected for a kinked inner tubing in final inspection. This balloon did not burst until 10 atm, more then double the labeled rated burst pressure. The initial report from the user facility stated that they did not use an inflation device with pressure gauge to inflate the balloon. Numed's IFU states that an inflation device with pressure gauge should be used to monitor pressure. The specific warning states "warning - caution: do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath."

Event description:
As per the incident report from the hospital / distributor - "during the procedure, the doctor inflated the balloon, fluid leakage observed at balloon before rated pressure."